Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and a rise in power consumption. Analysis of the device revealed that the device passed functional testing and dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had called the vad coordinator to advise that flows have increased from approximately 4 to 7 liters with a slight increase in watts from 3.5 to 4.1. There were no alarms or clinical complaints associated with the event. The vad coordinator was not sure of current speed setting, but thought it was between 2400 - 2600 rpm's. A discussion with the vad coordinator regarding the potential for pump thrombus resulted in the patient being advised to go to local emergency room. The patient was later transferred to and implanting center and log files confirmed power consumption above normal operating ranges. The patient was hemodynamically stable at the time and a swan ganz catheter was inserted. Additional information was received on (B)(6) 2016 stating the patient went to the operating room (or) for pump exchange on (B)(6) 2016. It was further stated that thrombus was noted in left ventricle around the base of the inflow per transesophageal echocardiography (tee) that was performed in or. No thrombus could be seen upon visual inspection of the explanted pump. The patient was reported to still be in the intensive care unit. And has recovered well following the pump exchange. However, a gallbladder procedure on (B)(6) 2016 will likely prolong her hospitalization.

Manufacturer narrative:
Corrections: this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had hemolysis upon admission to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.